Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that an empty cartridge alarm occurred. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.